Manufacturer narrative:
This is one of two products used during the same procedural setting. Please reference MFR. Report # 9616099-2009-00685.

Event description:
While post-dilating the implanted precise stent in the proximal right internal carotid artery, the patient experienced behavioral changes, dysarthria, hemineglect and hemiparesis on the left side. The onset of the symptoms was sudden, and the diagnosis was an ischemic stroke. The event occurred during post-dilatation of the precise stent with the angioguard still in place. The balloon used for post-dilatation was not a cordis product. The patient remains with major residual deficit and is hospitalized. The product is not available for evaluation and testing. Additional information will be submitted within 30 days of receipt.